Event description:
Per journal article, ¿transperineal repair of secondary perineal hernia using a mesh with a memory-recoil ring." The aim of this study was to evaluate the effectiveness of transperineal repair of secondary perineal hernia (sph) using a mesh with a memory-recoil ring. The article describes seven patients with secondary perineal hernia who underwent transperineal repair (tpr) between july 2010 and may 2022 were retrospectively analyzed. All sphs developed after abdominoperineal resections in patients with anorectal malignancies. The article concluded that transperineal repair (tpr) using a mesh with a memory-recoil ring is safe, feasible and promising technique for sph repairs. This MDR represents patient #2. The article describes a 75-year-old male patient with secondary perineal hernia developed after abdominoperineal resections in patient with anorectal malignancies who underwent transperineal repair (tpr) with a kugel patch. The article notes the patient experienced post operative pain.

Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided is limited to the article. There is no indication of any treatment provided for the postoperative pain. The journal article did not include any analysis of how or if the kugel patch potentially caused or contributed to any patient outcome or complications, however concluded that transperineal repair (tpr) using a mesh with a memory-recoil ring is safe, feasible and promising technique for sph repairs. Pain is a known inherent risk of surgery. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (01-jul-2010) is considered to be a best estimate as based on the information available. This MDR represents patient #2 and additional six MDR's have been submitted to represents other six patients involved in the study. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.